Manufacturer narrative:
Report date: 09aug2021.

Event description:
The customer reported that a ventilator was noisy during clinical use on a patient. The device was in clinical use at the time the issue was discovered. The patient was ultimately placed on another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse could not confirm the customer¿s reported problem. A test run was performed by the fse, but the reported issue was not duplicated and no abnormality in the unit was confirmed. The unit was cleaned, and tests were ran. No other anomalies were reported.